Event description:
A genesys hydrothermablation endometrial ablation system was used during a hydrothermablation (hta) procedure performed on (B)(6) 2011. (Patient identifier, age, date of birth and weight are unavailable). According to the complainant, during the procedure, an alarm occurred. The screen on the console unit turned white and the system automatically rebooted itself. A second procedure set was installed and the power on the console unit remained on. A third procedure set was installed and, during the ablation phase, the system rebooted again and lost power. No alarm or error messages were generated on the system prior to the loss of power. The console unit was then manually turned off. With the sheath still inside of the patient, heated saline was removed from the patient's uterus with a luer lock syringe. The procedure was aborted. No cervical leak occurred. No burn to the patient was reported. There were no further complications reported with this event. The condition of the patient is reported to be "fine."

Manufacturer narrative:
Although expected, the device at issue in this complaint has not yet been received for evaluation. Therefore, a failure analysis is not available. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
A genesys hydrothermablation endometrial ablation system was used during a hydrothermablation (hta) procedure performed on (B)(6) 2011. (Patient identifier, age, date of birth and weight are unavailable). According to the complainant, during the procedure, an alarm occurred. The screen on the console unit turned white and the system automatically rebooted itself. A second procedure set was installed and the power on the console unit remained on. A third procedure set was installed and, during the ablation phase, the system rebooted again and lost power. No alarm or error messages were generated on the system prior to the loss of power. The console unit was then manually turned off. With the sheath still inside of the patient, heated saline was removed from the patient's uterus with a luer lock syringe. The procedure was aborted. No cervical leak occurred. No burn to the patient was reported. There were no further complications reported with this event. The condition of the patient is reported to be "fine."

Manufacturer narrative:
The console unit was returned and evaluated. The red wire connector on the front enclosure assy was loose, causing the failure to occur. A loose connection contributed to the power problem. The tightening of this connection was performed on the front enclosure sub assembly.